Event description:
The customer reported that the ortho provue analyzer interpreted negative results in the mts a/b/d monoclonal grouping cards as "?" Or 1+. The customer indicated that the cards were brought to the service rack for manual review. Visual inspection of cards showed the reactions were clearly negative. Testing was aborted. The customer performed manual gel testing and obtained negative results. Erroneous test results were not reported. A false positive result may lead to misclassification of a patient's abo group with the potential for transfusion of abo incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. A service engineer visited the site and performed adjustments to return the analyzer to expected operation. This customer has not logged any complaints regarding false positive result against this analyzer since this incident.